Manufacturer narrative:
The reported malfunction was observed during review of the error logs. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The bridge board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.